Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced pain and skin overgrowth at the implant site. Subsequently, the patient underwent a procedure (B)(6) 2014 to excise the excess skin and the fixture was explanted.